Event description:
Related manufacturer reference number: 2017865-2022-19686. It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing. The ra lead noise resulted in episodes of inappropriate mode switch. Programming changes were made. There were no patient consequences reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.